Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was due to the electrode belt ECG 3,4, and therapy electrode cable being cut. The root cause for cut cables was unable to be identified. There was no adverse event that resulted from the damaged belt.